Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check passed. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. System air leak test passed. Valve actuation test passed. Teach pump test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contact reported not being able to turn on cycler on power up. Patient was not connected during the incident. Display was blank. There was not a power outage nor an outlet issue. The power cord was securely plugged in. Patient tried different outlets. There was not a sound when the ok/stop buttons were pressed. Patient switched cycler on and there were no lights on the stop, ok and up/down keys. Fresenius technical support advised to discontinue use of the cycler and issued a replacement. Patient will perform capd/manuals. Upon follow up it was confirmed that the patient was able to complete treatment via capd/manuals on the reported day. Patient received the liberty cycler replacement the next day, (B)(6) and has been completing treatments with the replacement with no further issues. There was no harm or adverse event reported, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.